Manufacturer narrative:
The investigation summary indicates that: the product was not returned and no lot number was provided. Based on the information available on the received x-rays and pictures - it is visible that the four screws are broken, therefore, this complaint will be accounted for and monitored via post market surveillance activities. If any additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. PMA / 510k: 4 unknown screw trauma /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown. It was approximately in mid-(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision surgery take place due to broken distal radius screws. The initial surgery occurred 2-3 weeks ago. Sometime after the surgery, during a routine check out, the physician identified a problem with the implant. A revision surgery was carried out yesterday. The plate was removed from the patient body with all 4 av locking screws heads still attached to it. 3 of the 4 broken locking screws bodies were removed from the patient body. The 4th was left in the patient body for medical reasons (that was the surgeon decision). They are not sure exactly the size of the screws that were used but they¿re probably within the range of sku 412.810 to 412.830. None of the products were kept. Concomitant parts reported: 1x plate 04.111.531, lot unk. This report is for 4 unknown - screw trauma. This is report 1 of 1 for (B)(4).